Event description:
I have severe sleep apnea. I cannot afford to buy another machine. I have registered with philips months ago. I have heard nothing from philips. I have stopped using this dangerous machine. No information from philips at all. Please help. (B)(6). FDA safety report ID # (B)(4).